Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had absence of no delivery alarm. Customer's blood glucose at time of incident was 390 mg/dl. Customer was advised of absence of no delivery testing and the high pressure test. Customer does not have tube clamps and advised we will send the tube clamps. The customer was advised to call when they receive the tube clamps and he agreed.